Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a new sensor but there was no cannula after it was removed. The sensor signal was not found and the sensor was wasted. Customer inserted another sensor and completed the insertion process as usual. A replacement sensor will be arranged for the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.